Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient used to charge her implantable neurostimulator once per day. Starting about 3 months prior to the report, the patient has had to charge her implantable neurostimulator 2-3 times per day. Sometimes the patient wakes up in the middle of the night to use the restroom and has to charge the implantable neurostimulator to make it through the night. The patient has not changed her programming or increased her usage. There were also no falls or trauma noted to be contributing factors.